Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd ultra fine¿ pen needles stop injecting during use. The following was reported. " material no.320122; batch no. 8275939. It was reported that the pen needle stopped injecting. Verbatim: item 320122 lot # 8275939 during injection it would stop injecting. Changed pen needle to complete injection. Discarded item using humera and baslagar. Informed of non patient end placement.".